Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station is disconnected. A technical support specialist verified station logs and found no issue in server. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis anesthesia system station says disconnected. The customer reported that the station is disconnected, preventing the user from accessing the medication, which resulted in a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.